Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past couple of months.

Event description:
It was reported that the patient was having slightly greater charge burden. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible. The patient was getting same coverage postoperatively and the explanted ipg was discarded.